Manufacturer narrative:
No device malfunction was reported. Patient with high mbi has history of back problems. This type of event (back pain) is not covered in the IFU. The frequency of occurrence is rare. No similar reports have been received.

Event description:
A patient who has had a previous history of back issues. Had topas procedure on (B)(6)2008. Patient started having back pain on (B)(6)2008. She was fine at discharge, her symptoms got better, then worse. She was admitted to the hospital. MRI completed and indicated l2-l3 disk herniated CT scan of pelvis showing negative results. Information received on 7/2/10 indicates, the patient had intervention: laminectomy/decompression lumbar level one, l2-l3 disk herniation. Event resolved on (B)(6)2008. It was determined that the event was related to the procedure due to the high lithotomy position may have aggravated a marginal or already injured disc.